Event description:
It was reported a 6f angio-seal sts plus device was used to seal the femoral arteriotomy site post percutaneous transluminal coronary angioplasty. Post deployment the user stated the device lost tension and the arteriotomy site began to bleed. Manual compression was applied and a femostop was placed on the arteriotomy site to obtain hemostasis. Thirteen days later the pt complained of right leg claudication and pain. A doppler ultrasound and CT angiogram of the aorta and bilateral legs revealed an occlusion of the right popliteal artery with extensive collateral filling and intimal calcification throughout the right leg and aorta. The calcification was quite heavy in the distal superficial femoral artery (sfa). There was also evidence of extensive diffuse atheroma in the distal sfa and in the deep calf arteries to the level of the ankle with extensive luminal narrowing. The pt underwent right popliteal endarderectomy and vein patch angioplasty. Thrombus was removed from the popliteal artery as well as the tibial vessels. Within the thrombus was a hard foreign body which was presumably the angio-seal device. The pt was having some saphenous neuralgia; their physician advised them on management of this. The pt reportedly was recovering.